Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2016, the patient was initially implanted with a bifurcated stent and a suprarenal extension. On (B)(6) 2018, endologix was made aware of an occluded graft. It was reported that the patient has small vessels that may have contribute to this issue. It was stated during the secondary procedure that the stent had migrated in the angulated neck and occluded. The physician preformed an aortoiliac bypass with extensive thrombectomy. The patient was reported as doing ok post-secondary procedure. There have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events of a stent occlusion, stent migration and a secondary procedure with partial explant and bilateral iliac to femoral thrombectomy. Additionally clinical was able to find the following additional findings of bilateral claudication. The most likely cause of the stent migration and the occlusion within the stent was the off label aortic neck, right iliac, and bilateral access vessels. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.